Event description:
It was reported that the patient had been in "incessant" ventricular tachycardia (vt) and the device had delivered over 500 vt therapies. It was noted that the charge circuit was inactive and the last high voltage therapy had a charge time of 17.5 seconds but that may have been following a charge timeout of 30 seconds. Once the device had reached the inactive status, there was no way the charge circuit could recover and the device would not be able to deliver therapy. It was further reported that the device was at end of service. The patient was hospitalized and put on life support. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis was inconclusive. The device was not retuned until (B)(4) months post explant. A post implant por (power on reset) cleared all implant settings. Longevity could not be calculated.